Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead with the distal tip measuring 45.0cm was returned for analysis. External insulation abrasion was noted at 7.6-8.5cm and 33.5-33.9cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 36.6-37.9cm and 37.0-37.2cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 7.8-9.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 11.3-13.0cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 24.9-25.0cm from the distal tip. The etfe coating was abraded and re conductor fractured at this location.

Event description:
This report is to advise of an event observed during analysis.